Event description:
It was reported the patient could feel her implantable neurostimulator (ins) moving in the pocket site. The issue began following a car accident the patient was in on (B)(6) 2012. The patient had an x-ray done after the accident and her health care provider (hcp) stated everything was okay with the device. When the patient turned stimulation off, the ins movement would stop. The stimulation on the patient's left side had been off since the accident. The patient's other ins was fine. The patient had an appointment with her hcp the next day. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000. Product type: extension: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999. Product type: extension: product ID 3387-40, lot# j0230919v, implanted: (B)(6) 2002. Product type: lead: product ID 3387-40, lot# l72454, implanted: (B)(6) 1999. Product type: lead: product ID 7426, serial# (B)(4), implanted: (B)(6) 2008. Product type: implantable neurostimulator. (B)(4). ;